Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The device was archived by stryker and the customer received a replacement. An engineering investigation has determined that due to the design of the lpcr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid of the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.